Manufacturer narrative:
Unit received with missing segments/partial display due to cracked and bleeding lcd glass, unable to perform self-test and displacement test due to missing segments/partial display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a partial display. The customer¿s blood glucose level was 200 mg/dl. The customer states the pump was dropped and the screen does not work anymore, the screen was black does not turn on. The customer also states the pump has black spots on the screen. Troubleshooting was performed for partial display and was advised the pump will need to be replaced. Advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.